Event description:
A family member reported that the up arrow button was not responding. The family member reported that there was no trauma to the pump; the pump was exposed to pool water. The patient reportedly wore the pump in a pump skin in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the up and contrast buttons were found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and corrosion was observed under the button contacts. Unrelated to this complaint, the display was found to be faded and discolored and the display lense was found to leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).